Event description:
The customer reported that the system displayed a collimator iris potentiometer error message during a pt procedure. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The fluoro functions board was replaced and system software was reloaded. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.